Event description:
A friend of two patients reported the two patients could not get their devices removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)